Event description:
It was reported this right ventricular (rv) lead had noise oversensing with noted pacing inhibition that was greater than 2 seconds. It was also reported that there was a suspected infection and thus the device system was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.